Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the blood was observed in the intra-aortic balloon pump (iabp) helium line. The hospital staff was unable to monitor the arterial waveform. The iab was removed from the right femoral and replaced the iab in the left femoral artery. The hospital staff examination of iab showed balloon intact, but central arterial catheter was broken within the balloon, allowing the balloon and helium line to fill with blood. There was no reported injury to the patient. This complaint was opened after received medwatch report # (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the blood was observed in the intra-aortic balloon pump (iabp) helium line. The hospital staff was unable to monitor the arterial waveform. The iab was removed from the right femoral and replaced the iab in the left femoral artery. The hospital staff examination of iab showed balloon intact, but central arterial catheter was broken within the balloon, allowing the balloon and helium line to fill with blood. There was no reported injury to the patient. This complaint was opened after received medwatch report # (B)(4).

Manufacturer narrative:
Additional information . Section d - brand name: from: unknown, to: mega 8fr. 50cc iab. Section d - catalog #: from: unknown, to: 0684-00-0497. Section d - lot #: from: unknown, to: 3000068141. Section d - serial #: from: unknown, to: (B)(6). Section d - exp. Date: from: [blank], to: 03/28/2021. Section h - manufacture date: from: [blank], to: 03/28/2018. The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. A maquet sheath, pressure tubing, extender tubing and a 0.025¿ guidewire was also returned. The sheath was slightly ribbed near the hub and the guidewire was still within the device, both kinked and unraveled at approximately 94cm & 134.6cm from the non-j-tip end respectively. An inner lumen break within a kink was observed within the membrane at approximately 27.4cm from the iab tip. Additionally, two catheter tubing kinks were also observed near the y-fitting at approximately 76.5cm & 77cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected at the inner lumen break site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. However, we are unable to conclusively determine when this may have occurred. The evaluation confirmed the report problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).